Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 76 mg/dl to 53 mg/dl. The customer treated low blood glucose value with food and glucose tablets. Customer using insulin pump within 48 hours of low blood glucose of event. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned and reservoir will not be for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08770 inches. (B)(4).